Event description:
It was reported that during preparation for a case, the handpiece came from central sterile with the acoustic stud broken off. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.